Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no loss of cautery, and it is unknown if arcing was observed. There were no collisions of instruments or tools.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the fenestrated bipolar forceps instrument was observed to have a broken conductor cable. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the yaw. The insulation was peeled off and lifted up and the piece of the insulation was still connected to the wire insulation. There was no piece was missing of the conductor wire insulation. There was no fragmentation of the insulation, and the internal conductor wires were exposed. The internal wire was frayed. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to component failure. Damage can result from mechanical impact, such as accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage.